Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that lo.4cd has a medication - lorazepam - that is not actually loaded at the medstation. The technical support specialist was able to resolve the issue by resync medication inventories and resent the current inventory for lo.4c_d from es server to ciisafe. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe appears to be occasionally desynching from our lo.4ab pyxis med station. The customer reported that the issue occurred again on (B)(6) 2025. Lo.4ab's pick and delivery report indicated that fentanyl 100 mcg/2ml was below minimum and needed to be loaded. There was a delay in patient care. There were no adverse events or injuries reported based on this event.